Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x5/8 safety mechanism failed. It was reported by customer that they are having some safety issues with our bd needles. On multiple occasions the pink safety shield has popped off and also when we are screwing it on to the vials sometimes it breaks off. This happened to me personally before and yesterday it happened to one of our other lvns who actually had a needle stick incident. This is really dangerous working with our pediatric patients because sometimes they have fast hands too and I would hate for one of them to be poked verbatim: rcc received a complaint via email. Email(s) attached. Item: 305759.. Quantity affected: 5 bx. Lot number: 4023388. Po : (B)(4). Are any samples available for return? Yes. Reported issue: we are having some safety issues with our bd needles. On multiple occasions the pink safety shield has popped off and also when we are screwing it on to the vials sometimes it breaks off. This happened to me personally before and yesterday it happened to one of our other lvns who actually had a needle stick incident. This is really dangerous working with our pediatric patients because sometimes they have fast hands too and I would hate for one of them to be poked. Customer disposition request: credit. Customer contact information: xxxx.

Manufacturer narrative:
Our quality engineer inspected the 200 representative samples submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Event description:
Material # 305759; batch # 4023388. It was reported by customer that they are having some safety issues with our bd needles. On multiple occasions the pink safety shield has popped off and also when we are screwing it on to the vials sometimes it breaks off. This happened to me personally before and yesterday it happened to one of our other lvns who actually had a needle stick incident. This is really dangerous working with our pediatric patients because sometimes they have fast hands too and I would hate for one of them to be poked verbatim: rcc received a complaint via email. Email(s) attached. Item: 305759; quantity affected: (B)(4); serial/lot number: (B)(6); po: (B)(4). Are any samples available for return? Yes. Reported issue: we are having some safety issues with our bd needles. On multiple occasions the pink safety shield has popped off and also when we are screwing it on to the vials sometimes it breaks off. This happened to me personally before and yesterday it happened to one of our other lvns who actually had a needle stick incident. This is really dangerous working with our pediatric patients because sometimes they have fast hands too and I would hate for one of them to be poked. Customer disposition request: credit.